Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
(B)(4). The history log for this device showed that the pad-pak was first installed on the (B)(6) 2010 and that it had performed to specification up to the (B)(6) 2010. On (B)(6) 2010 the device failed the weekly auto self-test due to a low battery. The recorded temperature was -0.3 degrees celsius. This is below the recommended operating temperature range for this device with 2.0.2 software. Further low battery fails were observed in the history log between the (B)(6) 2010 and (B)(6) 2012. On each occasion the temperature was below 10 degrees celsius. Multiple manual power ups mainly of ten minutes duration were observed in the device memory between the (B)(6) 2015 and the last history log entry on the (B)(6) 2015. Investigation found the reported fault can be attributed to membrane failure. The 10 minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.